Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder or prostate capsule perforation as a potential risk of the aquablation procedure. Based on the review of the DHR and labeling, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Before the aquablation therapy, the patient was treated for bladder stones via laser lithotripsy. Upon insertion of the aquabeam handpiece into the patient, the treating surgeon noted that the patient's bladder appeared to be full. The treating surgeon proceeded to aspirate 300 cc of fluid out of the bladder and proceeded with aquablation therapy. The treatment was completed with no reported issues. The patient woke up in the post-anesthesia care unit (pacu) reporting abdominal discomfort and distension. A computed tomography (CT) scan revealed a "small amount of extraperitoneal fluid". The treating surgeon indicated that there was a small perforation, which occurred during the irrigation process and was unrelated to the aquablation therapy. The patient did not require additional surgery and was treated with a foley catheter, which will be left in place for a few weeks to allow for the perforation to heal. The patient is reported to be stable. No malfunction of the aquabeam robotic system was reported.